Manufacturer narrative:
The device and the lens were returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The broken haptic portion is pinned on top of the plunger. The lens is in the bottom of the blister tray. Viscoelastic is dried on the lens. One haptic tip is broken. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the pinned haptic tip could not be determined. The broken haptic portion is on top of the plunger. The broken haptic position may indicate it was not in a proper position for advancement per the provided diagrams in the dfu. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. This product malfunction was originally reported under an alternative summary report (e2001023). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2001023 has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The manufacturer internal reference number is: (B)(4).

Event description:
The initial report of lens stuck in injector was reported in q4 of 2017 on an alternative summary report with a code of 2983-mechanical jam. There was no patient involved. This MDR is the modality now being used to report the investigation findings for the sample that has returned. The asr report is currently not an option for this device.